Event description:
Healthcare professional reported left side "ruptured." Health professional later reported left side auxiliary mass excision with capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, more than three side assessed as surgical damage like. Additional observation: crease observed on the device. No penetrating nick. No further actions are required as no issues with the manufacturing process are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, more than three side assessed as surgical damage like. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ crease observed on the device. ¿ no penetrating nick.

Event description:
Healthcare professional reported left side "ruptured". Later, healthcare professional reported capsular contracture baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported left side "ruptured". Later, healthcare professional reported capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture, baker grade IV, bubbles, and "demonstrates silicone laden lymph nodes with characteristic of "snow storm appearance" per ultrasound/mammogram. Device has been explanted.

Manufacturer narrative:
The events of silicone migration and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.